Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab was successfully inserted in a patient using supplied sheath. Later, a ¿check iab catheter" alarm was generated. Iab pump (iabp) was replaced to continue therapy. However, the pump alarm did not disappeared. Therefore, the iab was removed and discontinued iabp therapy. There was no reported injury to the patient.

Manufacturer narrative:
Devices codes changed device sensing issue 2917 to no apparent adverse event 3189. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and one leak was detected on the on the barb of the y-fitting. The reported alarm was most likely triggered by a leak which was found on the y-fitting barb. We are unable to determine how the penetration occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab was successfully inserted in a patient using supplied sheath. Later, a ¿check iab catheter" alarm was generated. Iab pump (iabp) was replaced to continue therapy. However, the pump alarm did not disappeared. Therefore, the iab was removed and discontinued iabp therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: the extra corporeal tube was removed and they fitting was observed to have damage on the inner seam line. This area of the y fitting was under water leak tested and the leak was confirmed to be from the damaged area of the y fitting. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab was successfully inserted in a patient using supplied sheath. Later, a ¿check iab catheter" alarm was generated. Iab pump (iabp) was replaced to continue therapy. However, the pump alarm did not disappeared. Therefore, the iab was removed and discontinued iabp therapy. There was no reported injury to the patient.